Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: (B)(4) 2018. The actual sample was received for evaluation. Evaluation of the received sample disclosed that the tyvek label showed an expiration date of (B)(4) 2012 , which is incorrect. Per device history records review, the correct expiration date for subject product code (clr222us) and batch ((B)(4)) combination is (B)(4) 2019. This is considered as incorrect and/or missing labeling condition.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the expiration date on the blister pack of the topical skin adhesvie package is printed with an expiration date of 8/31/2012, whereas the expiration date on the outside of the box is 2019. There was no patient involvement.